Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found drain line #118 was obstructed with an unknown substance causing the cap piercer wash station to leak. The fse flushed the drain line with bleach/hot water which removed the obstruction and resolved the issue, no further leaking was observed. The fse verified repairs by running capped tubes through the system with no further errors. Identification of failure mode: the failure mode was waste drain tube line #118 (p/n a16293). No erroneous test results were associated with this event. This failure mode can impact any or all chemistries, including critical chemistries. (B)(4).

Event description:
Customer reported a contained cap piercer leak when using the unicel dxc 660i synchron access clinical system. Customer stated that there was clear fluid of approximately 50 ml on top of the sample tubes that are getting offloaded. The customer was wearing personal protective equipment, lab coat and gloves. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.